Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, upon removal of the 16f sheath, there was leakage of blood when the sheath was removed, a ¿defect¿ was noted. A proflex 9x4balloon was inflated to 6 atm in order to achieve hemostasis and 2 perclose sutures were tightened with excellent results. Post angiography, there was evidence of a 50% stenosis in the right cfa, so the balloon was re-inflated to 2 atm for 2 minutes. Repeat angiography revealed no dissection or perforation with minimal residual stenosis. The lfa access site was then closed with an 8fr angioseal with excellent hemostasis. The pacing wire was removed. The lfv sheath was removed and manual pressure applied. The patient tolerated the procedure well.

Manufacturer narrative:
Additional information/correction: event problem codes. Additional information: evaluation codes and additional MFR narrative. Additional information obtained from the edwards sales representative clarified the patient¿s femoral artery stenosis was caused by perclose failure. Additionally it was the edwards 16f esheath that was used during the procedure and not a non-edwards 16 mm dryseal sheath as noted in the medical records. The operator indicated that when the esheath was pulled, bleeding was noted through the seam. The patient¿s minimum luminal diameter (mld) measured 6 mm or greater and the vessels had mild-moderate calcification and mild-moderate tortuosity. The sheath (or a picture of the failure) was not returned to edwards lifesciences for evaluation. Without a device return, functional and dimensional analysis was unable to be completed. No work order information was provided with the complaint, therefore a DHR and/or lot history review was unable to be conducted. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The complaint for ¿sheath shaft ¿ liner torn¿ was unable to be confirmed. A definite root cause was unable to be determined at this time, however, it is possible that the following patient or procedural factors may contribute to sheath shaft liner tear: vessel tortuosity and/or sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Compatible balloon device not being completely deflated when being removed from the sheath can damage the liner. The pull force required to retrieve the partially deflated balloon could lead to tearing or weakening of the sheath liner. No manufacturing nonconformance or IFU/labeling inadequacy was identified. Available information suggests that patient or procedural factors may have contributed to the event. Review of complaint history revealed that the occurrence rate for the month of november 2016 did not exceed the control limits for this failure mode. No corrective / preventative actions are required at this time.

Manufacturer narrative:
Correction: during an administrative review of the medical records it was determined that the injury and malfunction that was previously reported in this MDR against the 16f edwards esheath actually pertained to the non-edwards 16mm dryseal sheath. The edwards valve and delivery system were advanced through the 16f dryseal sheath. As such this MDR was reported in error and a corrected supplemental report is being submitted.